Event description:
It was reported that during an unknown procedure, the screw broke off. It's tip was damaged. Is unknown if a delay happened and if a backup device was available. No patient injuries were reported.

Manufacturer narrative:
The reported 7mm x 30mm biosure ha screw, intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the screw broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: misusing the instrument during surgery and cleaning. Not preparing the insertion site as prescribed in the. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.